Manufacturer narrative:
The additional information submitted under regulatory was provided in error, as it actually relates to regulatory rep #2184009-2025-01504 and has already been included in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction 2.3. Date of event: this field was updated. Additional information b5. Medtronic received additional information that they observed a small white line on the connector that¿s on the cannula as they were connecting it to the circuit tubing. The patient was cannulated in the ICU (intensive care unit) and was only on ECMO (extracorporeal membrane oxygenation) for a couple of days. The crack did not affect the patient¿s status and there were no issues with the ECMO run related to the crack. The cannula was not heated or cooled prior to use. A leak was not observed. The patient being hypotensive with a high heart rate was not due to the issue with the cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp single stage venous cannula with a right angle metal tip, it was reported that a breakage on the cannula was detected by the surgeon. The device was replaced to complete the procedure. It was unknown if there were any adverse patient effect associated with this event.